Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 month 6 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient's valve was explanted as a result of the valve migrating and dropping into the left ventricular outflow tract (lvot). A surgical valve was then implanted. The valve migration was observed on the 30-day follow up echocardiogram. It was noted that the 29mm sapien 3 valve had been implanted to treat primarily aortic insufficiency (ai) in a non-surgical candidate even though there was minimal calcium on the non-coronary cusp (ncc).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided and revealed minimal calcification on the non-coronary cusp. There was also no calcification on the native annulus. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, device migration requiring intervention is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. In addition, the IFU states that the system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis or indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for valve migration was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. It should be noted that the transcatheter heart valve (thv) was implanted within an aortic insufficiency native valve (native annulus with none/minimal calcification). The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve with severe native calcific aortic stenosis replacement, so this case was an off label operation. As reported, "approximately 1 month 6 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient's valve was explanted as a result of the valve migrating and dropping into the left ventricular outflow tract (lvot)...it was noted that the 29mm sapien 3 valve had been implanted to treat primarily aortic insufficiency (ai) in a non-surgical candidate even though there was minimal calcium on the non-coronary cusp (ncc)." Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. In this case, the procedure was performed to treat aortic insufficiency with minimal calcification native annulus and leaflets. The transcatheter heart valve was relying on the native valve calcium to securely anchor to the annulus. A lack of or minimal and non-uniformly distributed calcification of the leaflets could contribute to the valve migration. Additionally, the IFU states, "safety and effectiveness have not been established for patients with non-calcified aortic annulus." In this case, available information suggests that procedural factors (off label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.